Event description:
A patient's family member reported that staff at a rehabilitation facility were allegedly using a bladder scan i10 system on their father. The device read an amount of fluid not present in his bladder, which resulted in their father being catheterized. On one occasion, it was reported that the device read over 800 ml of fluid in the patient's bladder, but the subsequent catheterization produced less than 150 ml of highly-dense urine. On a previous occasion, it was reported that the device read over 500 ml immediately after urination, but the subsequent catheterization produced under 50 ml. The family member reported that the patient has ascites due to a liver condition and regularly had over two (2) liters of fluid drained. The patient's family member reported that these high readings from the bladder scan i10 allegedly caused the rehabilitation facility staff to restrict the patient's fluid intake, which led to a bladder infection for which he was being hospitalized. The facility name, location and date of incident were not reported.

Manufacturer narrative:
Verathon followed up with the patient's family member (initial reporter) to provide the bladderscan i10 operations & maintenance manual (omm) as requested. As part of the follow-up, verathon also attempted to confirm the facility where the event occurred as well as the current state of their father's condition following their reported hospitalization for a bladder infection. To date, no response has been received. Verathon has determined that the reported readings from the bladderscan i10, that allegedly caused the rehabilitation facility staff to restrict the patient's fluid intake and subsequently leading to a bladder infection, is due to off-label use of the device on a patient with ascites per the contraindications and warnings stated in the bladderscan i10 omm. The contraindications section states, "the bladderscan i10 system is not intended for...patients with ascites." Additionally, a warning states, "do not use the system on...patients with ascites." The bladderscan i10 omm also states, "the bladderscan i10 system should be used only by individuals who have been trained and authorized by a physician or the institution providing patient care. Users should read this entire manual before using the system. Do not attempt to operate the system until you thoroughly understand all instructions and procedures in this manual." Furthermore, and as stated in the warnings section of the bladderscan i10 omm, the bladderscan i10 system is intended as a measuring tool only. It is not a diagnostic device. It is up to the trained medical professional to determine the next action using all information provided and clinical assessment of the patient, not solely relying on the readings from the bladderscan i10. To date, the subject device serial number is unknown and it is not expected to be returned to verathon for evaluation. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56.